Manufacturer narrative:
Exemption number e2019001. Visual inspection was performed on the returned device. The balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm. In this case, it is likely the combination of the IFU deviation and the heavily calcified and moderately tortuous anatomy resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that heavily calcified and moderately tortuous. The nc trek balloon ruptured during the second inflation at 22 atmospheres which is above rated burst pressure. There was no reported resistance during advancement or retraction. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.